Event description:
It was reported that during an emergency ptca procedure in a mid rca, the balloon ruptured resulting in a dissection proximal to the ostium. The pt became hypotensive. Two stents were placed to repair the vessel. The procedure was completed with a good angiographic result and the pt was sent home.